Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation. The pil technician was unable to confirm the allegation of a misalignment of the touch position of the touchscreen. The touchscreen flex circuit passed all resistance testing. The touchscreen part also passed a visual inspection by the pil technician. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Phone number (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment in the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) confirmed the touch position misalignment during regular maintenance of the v60 ventilator. The issue was not resolved by calibrating the touchscreen, so the touchscreen part was replaced, and the issue resolved. The investigation concludes that no further action is required at this time.